Event description:
It was reported that implant movement/shift and a device leak occurred. A left atrial appendage (laa) closure procedure was being performed, and a 40mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used on (B)(6) 2026. During the procedure, the transseptal puncture was performed at an inferior/posterior site. The access to the laa was achieved using the was. A 40mm closure device was used. The was sheath was oriented laterally, and coaxial alignment could not be achieved. Although flexion was used for deployment, the axis became unstable toward the end, resulting in repeated deployments where the closure device lay horizontally at approximately 45 degrees. The medial shoulder at 45 degrees was slightly sunken; the core wire was pulled firmly to adjust the landing surface. Although coaxiality improved, the position remained proximal. The closure device was intentionally pressed against the lateral side to extend it, and deployment was performed with the tip directed medially. Although the medial shoulder remained slightly sunken, repeated tug tests resulted in an acceptable position. Anchoring was confirmed with multiple tug tests. Due to the wide cavity, proximal anchoring was achieved only at the ostium. Further distal deployment was considered physically difficult. Because of the large cavity, the bottom of the closure device remained free without contacting the laa wall. Concerned about possible distal migration after release, slight forward tension was applied to the core wire to confirm stability. Anchoring was reconfirmed with another tug test. Compression reached up to 30.8 percent in part, with no under-expansion of the anchoring frame and the seal was adequate. It was determined that alternative deployment positioning would be difficult, and the closure device was released. The following day after the surgery, on (B)(6) 2026, an x-ray indicated that the device had migrated distally. On (B)(6) 2026, an angiography indicated that the closure device had shifted distally immediately after release, became dislodged into the left atrial appendage, and appeared fully expanded. A 4mm leak, which was not present at the time of release, was noted. A thoracotomy was performed to retrieve the closure device and surgically close the left atrial appendage.